Manufacturer narrative:
(B)(4). The ec45a device was received for analysis with no visual non-conformances and with an ecr45w cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lockout. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed as intended.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the device was loaded with a white load then it would not open it was jammed shut and was never fired on the patient. Another device was used to complete the procedure. There was no patient involvement.